Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy, which did not require hospitalization. The cause of the peritonitis was unknown. The patient was treated with injection (inj). Fortum (1 gm, intraperitoneally (ip), frequency not reported) for peritonitis. Outcome of the event was unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.